Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. No lead anomalies were found except for procedural damage. Final analysis found no indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the low voltage lead failed to capture. The low voltage lead was not used. The patient condition was in stable condition.